Event description:
Caller reported that the indicated battery charge dropped by 45% in a short period of time. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Caller was advised to plug the pump into a power source using known working charging supplies, which resolved the issue as the battery did not continue to decrease. A further follow up with the customer confirmed the pump was functioning normally.